Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient received motor stimulation with the drg system. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead had migrated anterior causing patient ineffective stimulation. As a result, patient underwent surgical intervention on (B)(6) 2025 wherein the lead was partially removed and a new lead was implanted to address the issue. Therapy was restored post-op.